Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system printed board assembly required replacement to address the issue. However, no repairs were completed because the device was not needed for inventory and was scrapped. Additional findings not related to the malfunction/issue include missing/displaced rubber feet and a cracked handle.

Manufacturer narrative:
The date of awareness of this complaint has been corrected from 29 may 2025 to 28 may 2025 per quality review.